Event description:
It was reported that the device intermittently failed to power on. The device intermittently failed to recognize the installed battery or showed a false low battery indication. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio recommended system pcb replacement to trouble shoot the issue/repair the device. However, the customer declined physio's repair offer and elected to purchase a replacement defibrillator instead. Hence, a conclusive cause of the failure could not be determined.